Event description:
It was reported that pump experienced malfunction alarm with code Malf 12, and caller had not noticed any events leading up to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions on how to reset pump, successfully reset pump without recurrence of malfunction code, and was advised to continue using pump and call back if issue happened again.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown / Unknown / Unknown / Unknown.